Manufacturer narrative:
The investigation performed on the data log files of the case pointed out that the root cause of the event is a residual software bug already know.

Event description:
It was reported that during a patient registration the rosa software shutdown causing 5 minutes of delay in the procedure. The case was completed as scheduled without any other issue.